Event description:
Additional information received on 06/24/2025 for mw5169683 to update manufacturer. In addition to the above summary, mr. (B)(6) provided an additional summary in response to a questionnaire sent on may 2, 2025. In the questionnaire returned on may 5, 2025, mr. (B)(6) stated, ¿the procedure was a coronary angiography and left heart catheterization with possible percutaneous coronary intervention.¿ mr. (B)(6) stated, ¿no harm was done to the patient and provided the names of dr. (B)(6) and ms. (B)(6) as individuals involved in the incident.¿ mr. (B)(6) also stated that, ¿the local logistics group and cardiology leadership were informed of this incident on 04/22/2025.¿ the deficient item was sequestered, and mr. (B)(6) stated the vendor was contacted. Mr. (B)(6) in the email on may 5, 2025, asked if the vendor wanted the product back should it be sent or wait for a later date. I, mr. (B)(6), advised mr. (B)(6) on may 6, 2025, to send the product back and request a complaint number. On may 21, 2025, I sent a follow up email to mr. (B)(6) inquiring if a case complaint number had been provided by the vendor. Mr. (B)(6) responded back the same day and said a follow up email would be sent to the vendor for a case complaint number. On june 2, 2025, and june 9, 2025, I sent an email to mr. (B)(6) inquiring into the status of a case complaint number being provided by the vendor. On june 10, 2025, mr. (B)(6) provided an email from vendor image guided therapy devices which provided a case complaint number of (B)(4), which showed the vendor sending a response to the original complaint on may 5, 2025 to the wrong email address.

Event description:
During a procedure on (B)(6) 2025 there was an error with a catheter. Technicians connected the catheter to the module and the catheter gave an error code on the display screen. "Warning: catheter fault detected. A catheter fault was detected (code ivacepi4080). Please disconnect and reconnect the catheter. If the problem persists, replace the catheter." The technicians reconnected the catheter twice, but the error code was still present. The technicians used a different catheter. The technicians stated that they opened the package as normal and passed the cable off the table as normal to connect to module. The technicians do not recall hitting catheters or doing outside the norm. Refer to add'l documents in i2k.